Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu/erbe) was returned for failure analysis and the reported failure was confirmed and reproduced. The erbe was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe was failing when firing in monopolar mode. The site switched from the erbe to medtronic's ft10 generator in order to keep using the system. The surgery was completed successfully and the system is being used normally. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system and the system initially powered on without errors. Technical support was contacted for troubleshooting and the customer was advised to change the monopolar cable and input, check the drape, check the clamp fitting and restart the erbe; however, the issue persisted. After contacting the intuitive technical support engineer (tse) and the representative, and after several attempts, the site completed the procedure using the valleylab generator. The procedure was completed with the backup generator.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.